Event description:
Following information reported, a resident fell from the lift and sustained a broken tibia. No further details about the circumstances of the event are currently known.

Manufacturer narrative:
Investigation is ongoing, when it is completed a supplemental report will be submitted.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Collecting of the information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that the resident was being transferred from a bed to a wheelchair. In the middle of the transfer, the resident released her hands from the support arms and fell out of the equipment, but remained partially trapped in the sling. The caregiver moved behind the resident and lowered the resident to the floor. The resident reported a lot of pain. The caregiver transferred the resident to the bed using the passive floor lift and noticed that the leg was swelling. As a consequence of the event the resident sustained a fracture of the tibia and fibula. After the event the device was evaluated by arjo technician. The device evaluation showed that the lift had signs of wear and foam of the knee support was damaged. However, no malfunction was found that might led to resident's fall and injury. The instructions for use for the sara plus (kkx52180m)) device contain step-by-step information on how to transfer the resident. Also contains information that: "warning: only use this or other methods after a satisfactory professional assessment has been carried out on the individual patient." "If possible, the patient should then hold on to the patient support arms with one or both hands." The instructions also include the following criteria which should be met by the resident in order to be transferred to the sara plus device: "is able to partially bear weight on at least one leg "has some trunk stability "is dependent on the caregiver in most situations "need mobility-maintaining standing exercises" in the reported case, the resident released his hands for unknown reasons. It cannot be excluded that this caused a loss of stability and subsequent fall, as the resident (correctly classified to use this lift) could partially bear his weight. Based on the information provided in the complaint, the exact cause of resident fall could not be determined. The customer did not specify why the resident released his hands from the device and did not provide details regarding resident¿s behavior during the event. The event occurred during the resident's transfer and in that way, the device was involved with the reported incident. The complaint was decided to be reportable based on the allegation that the resident fell out of the device.